Manufacturer narrative:
Pump passed the operating currents measurement, self test and displacement test. No unexpected low battery alarm noted. Pump was monitored for several days and no blank display anomaly noted. No damage found on lcd isolation tape noted. No moisture damage found inside the pump. Pump had cracked battery tube threads, reservoir tube lip and minor scratched display window.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged and the display was blank. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that batteries are to be changed frequently. The customer stated that the battery had some charge and stated when going to give insulin the pump shut off. She changed the battery but the next day she had the same issue. The customer reported that the plastic was litter up. The customer reported that the insulin pump shut off without an alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.